Event description:
After the dynalink was implanted in a dialysis graft (off label use) in 2003, with no problem, the patient came in for dialysis and it was noted that the stent had migrated to the arm. A balloon was inflated in the stent and the stent was pulled down in the forearm and tacked in place. Another dynalink was then deployed and the patient is doing fine. After reviewing the cine film, and speaking with the physician, it was determined that the stent was undersized for the graft. This aided in the device jumping forward, and why the stent migrated down the vessel.